Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The physician used a terumo 6f short sheath introducer sheath for vascular access and a whisper sl guidewire and a launcher 6f jl4sh guide catheter to cross the lesion. The maverick2 monorail 12/2.0 mm balloon was removed and replaced with a maverick2 12/2.5 mm balloon to successfully completer the procedure. No pt injuries or complications were reported. Pt status is reported as 'goo'.